Manufacturer narrative:
If explanted; give date: n/a (not applicable). Explant is scheduled on (B)(6) 2018. However, to date not confirmed. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unexpected post-op refraction and blurred vision after implantation of a model zct525 25.5 diopter tecnis toric iol (intraocular lens) in patient''s right eye (od). As a result, lens will be explanted on (B)(6) 2018 and will be replaced with different model lens, zct375. It was noted the surgeon was wondering was it due to a wrong calculation or issue with iol. Patient''s visual acuity preoperative was 5/10 +3.5 5 degrees astigmatism (od). Patient''s visual acuity postoperative was 2/10. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.